Event description:
It was reported that deployment issues occurred. On an unknown date, prior to the procedure, two stents were implanted in the left hepatic duct. The patient presented with stent ingrowth and stenosis from the common bile duct to the left hepatic duct. The target lesion had a severe stricture length of more than 10 cm so the physician decided to place more than one stent. A 10x80x75 epic¿ stent was advanced to the lesion, but resistance was encountered at the edge of a previously implanted stent in the left hepatic duct. While attempting to advance the epic¿ stent, the physician pushed and pulled this device several times with enough pressure to curve the guide wire. The device was able to be advanced to the lower side of the target lesion and the stent was then released smoothly in the middle lower common bile duct. Post deployment it was noted that the stent length was reduced form 8 cm to approximately 4cm. The procedure was completed with the implantation of two additional stents, another 10x80x75 epic¿ stent and an epic¿ stent of a different size, deployed distally through the left hepatic duct. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).